Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a safety needle. The customer reports after giving im, the clinician attempted to activate the safety and it malfunction and recoiled back exposing the cannula.